Event description:
Additional information received reported that impedances over 40,000 ohms were measured when the lead was tested in saline prior to implant. The lead was not used. The cause of the impedance issue was not determined and multiple twist lock cables had been tried. A new lead was used and impedances were within range.

Manufacturer narrative:
Concomitant medical products: product ID neu_cable/tlock, product type: screening device; product ID neu_ cable/tlock, product type: screening device. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that prior to implant the lead was tested and it showed an out of range readings. The manufacturing representative stated the operating room tests lead impedances in saline before every implant. The manufacturing representative further stated that of hundreds of cases they had never seen a problem, but this lead showed out of range values, where they should have been between 100-400 ohms. A different twist lock cable was tried, but that did not resolve the issue. The lead was never implanted in a patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found the conductor at the distal end of the lead was broken. The #0 conductor was broken at the #0 electrode weld site.